Event description:
The facility reported an infusion pump with a failure code 12. Although info was requested by baxter, no info was available regarding the exact date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use. No pt injury was reported with this pump.